Manufacturer narrative:
An event regarding loosening involving an tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that x-ray does not confirm reported event and rejected it for a medical review, further information such as primary and revision operative reports, clinical and past medical history, serial x-rays and examination of explanted components are needed to complete the medical assessment. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: as per the provided medical information was submitted to a consulting clinician who indicated that x-ray does not confirm reported event and rejected it for a medical review, further information such as primary and revision operative reports, clinical and past medical history, serial x-rays and examination of explanted components are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient having right hip pain on and off again since her first revision, doctor thought cup was loose, removed cup, screws, mdm liner, mdm/adm all poly head and 28 mm metal head, replace with competitor revision cup and augment, replaced femoral head with 32mm femoral head to match poly of competitor cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient having right hip pain on and off again since her first revision, doctor thought cup was loose, removed cup, screws, mdm liner, mdm/adm all poly head and 28 mm metal head, replace with competitor revision cup and augment, replaced femoral head with 32mm femoral head to match poly of competitor cup.